Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer had a missing "low glucose alarm" after 12 days of wear when scanning the adc freestyle libre 2 sensor using librelink. After further troubleshooting, this was due to the bluetooth being set on off. On (B)(6) 2020, as a result, the customer was in a car accident and lost consciousness. Emergency services responded, and the customer was treated with IV glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.